Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed an increase in thresholds and loss of capture (loc). The system also triggered a lead safety switch due to high, out of range pace impedance measurements. The patient was seen for a revision procedure where a fracture was seen approximately 1 centimeter distal to the terminal pin. The lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.